Event description:
It was reported that after deployment of a stent graft in bastilic vein a-v fistula, the delivery sheath caught on the stent graft and pushed it forward. Another stent graft was deployed to overlap the first graft without further incident. There is no reported pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the first complaint reported for lot number anxh2621 to date for retraction issue. No conclusion can be drawn from the returned sample. There were no images provided for review. However, the investigation is confirmed based upon the information provided by the user. Per the reported events, the physician did not use a sheath. The instructions for use (IFU) states under "materials required for device placement" that a 9f introducer sheath is required for device placement. Add'lly, it was noted that after successful deployment to delivery sheath was caught on the stent graft. The physician had pinned the handle was caught on the stent graft. The physician had pinned the handle and pushed the y-ad[ter forward causing the stent graft to move forward. Therefore, the root cause for the reported event is most likely user related. As such, an in-svc of removing the delivery system was provided by bpv rep.